Event description:
It was reported that during use with bd alaris smartsite low sorbing secondary set experienced component separation and leaked. 2nd of 2 complaints. The following information was provided by the initial reporter: it was reported by the customer that there is 5th occurrence on the date of (B)(6) 2023 of tubing malfunction.

Manufacturer narrative:
H6: investigation summary: under another complaint the customer provided a photo that has verified the complaint of this separation as well. Without a physical sample for testing, the root cause remains unknown for this failure. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd alaris smartsite low sorbing secondary set experienced component separation and leaked. 2nd of 2 complaints the following information was provided by the initial reporter: it was reported by the customer that there is 5th occurrence on the date of (B)(6) 2023 of tubing malfunction.